Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a blank display due to moisture damage on electronic assembly. The insulin pump had moisture damage on motor, a scratched display window, cracked case at display window corner (upper right corner) and cracked battery tube threads. Analysis was unable to test for unexpected reset due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 136 mg/dl. The customer stated the insulin pump was exposed to water. He stated there is fluid under the screen and unexpected restarts after water exposure. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.